Manufacturer narrative:
Evaluation results: one medfusion 4000 was returned for investigation in used condition. A battery communication error was found in the event history log. The device was powered on. The battery readings were at zero. This confirmed the customer reported product problem. The battery was replaced as a result. The device passed all functional tests after this was performed. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device displayed a battery communication error. No patient injury or complications were reported in relation to this event.